Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt and alarmed that there was no gas source. The pt was not harmed on injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified that an alarm activated, but could not substanitate that a malfunction occurred. The cse inspected the device and replaced the ai pcb as a precautionary action. The unit passed extended self testing.